Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned for inappropriate therapy. Upon reviewing the stored egms oversensing was observed and was found to be a result of noise. The noise was believed to be due to a lead connection anomaly. Analysis found normal device characteristic. (B)(4).

Event description:
It was reported that 2 episodes of shocks and artifact sensing were observed. Connection issues was suspected. The device was explanted and replaced.